Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the reload firing was unexpectedly slow on the tissue and also stopped in certain areas, unable to advance further. There was no reinforcement material used. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. The last known patient status is discharged with no complications.